Event description:
Approx 15 minutes into hemodialysis treatment, a leak was found in the bloodline at the bottom of venous chamber/main tubing bonded joint. A new bloodline was set up and treatment continued with no further incident. No pt injury or need for medical intervention is reported. The complaint sample was discarded. MDR is filed for estimated blood loss of 100cc.